Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not secure to the stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not secure to the stand. The remote service engineer (rse) provided the customer with the part number of the base assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit was not secure to the stand. The remote service engineer (rse) provided the customer with the part number of the base assembly to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.